Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
The report states: litigation papers allege that patient was implanted with a depuy asr hip on her right side in or about (B)(6) 2008, and implanted with a depuy asr hip on her left side in or about (B)(6) 2008. No further information has been provided in regards to the implants, other than that they will need to be revised. Doi: (B)(6) 2008 - dor: n/I (right side). Doi: (B)(6) 2008 - dor: n/I (left side). Patient is a resident of (B)(6). Update (B)(6) 2011 - the sales rep reported a revision surgery. The patient was revised to address slight pain. Dor: (B)(6) 2011 (unknown side). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege that pt was implanted with a depuy asr hip on her right side in or about (B)(6) 2008, and implanted with depuy asr hip on her left side in about (B)(6) 2008. No further info has been provided in regards to the implants, other than that they will need to be revised. Update: (B)(6) 2011 - the sales rep reported a revision surgery. The pt was revised to address slight pain. Dor: (B)(6) 2011 (unknown side).